Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- other / migration/ migration of essure device location of device') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, photophobia, nausea, migraine, gerd, hypersomnia, infection tuberculosis, chest wall mass, psoriatic arthritis, arthralgia, hypothyroidism, major depressive disorder and post-traumatic stress disorder. Concomitant products included cefixime (flexeril), ibuprofen, ibuprofen (motrin), lidocaine (lidoderm), medroxyprogesterone acetate (depo provera), propranolol and sumatriptan (imitrex). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), hypersensitivity ("hypersensitivity"), skin disorder ("skin condition"), rash ("rash condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, autoimmune disorder, pelvic pain, abdominal pain, hypersensitivity, skin disorder, rash, psychological trauma, urinary tract infection, vaginal infection, migraine, headache, hormone level abnormal, alopecia, weight increased, back pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on unknown date essure confirmation test were performed. Plaintiffs received treatment for plaintiff fact sheet was received. Events added from pfs- pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash condition, skin condition, migration, perforation, migraine, headaches, hormonal changes, hair loss, weight gain. Discrepancy noted in essure removal date:- (B)(6)2017 and (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal). Previously reported event-perforation nos updated to event- uterine perforation. Reporter information, medical history, concomitant drug were added. Lab data were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("migration of essure device / at the level of right cornua coils from an old essure visualized") and pelvic pain ("pelvic pain") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("at the level of right cornua coils from an old essure visualized" from (B)(6) 2017 to (B)(6) 2021). The patient had a medical history of breast reduction in 2010 and blood loss anemia, adenomyosis, gestational diabetes mellitus, endometriosis, ovarian pain (left), recurrent urinary tract infection (e. Coli), shingles, parity 3, multi gravida (3), abstains from alcohol, induced abortion (3), multiple caesarean sections (3, possibility of adhesions), appendectomy, neck discomfort, hypertension (for years, on medication), drug allergy and dizziness. Previously administered products included: oral contraceptive nos for contraception and mirena. Past adverse reactions to the above products included: did not tolerate with oral contraceptive nos. The patient had a family history of diabetes mellitus. Concurrent conditions were listed as cigarette smoker (1 per day), post-traumatic stress disorder, major depressive disorder, hypothyroidism, arthralgia, psoriatic arthritis, chest wall mass, infection tuberculosis, hypersomnia, gerd, migraine, nausea, photophobia and chronic back pain. Concomitant products included fioricet (butalbital;caffeine;paracetamol) for migraine, antihypertensives for hypertension, depo provera (medroxyprogesterone acetate), imitrex [sumatriptan], propranolol, lidoderm (lidocaine) and flexeril [cefixime]. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), autoimmune disorder ("autoimmune diagnosed"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia) with regular cycle"), hypersensitivity ("hypersensitivity"), skin disorder ("skin condition"), rash ("rash condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen, motrin [ibuprofen] and naproxen as well as surgery (salpingectomy (bilateral) on (B)(6) 2017 ; hysterectomy (full) on (B)(6) 2021). On (B)(6) 2021, the device expulsion had resolved. At the time of the report, the outcomes for autoimmune disorder, abdominal pain, hypersensitivity, skin disorder, rash, psychological trauma, urinary tract infection, vaginal infection, migraine, headache, hormone level abnormal, alopecia, weight increased, back pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage were unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure administration. The reporter commented: plaintiff lived in ohio, puerto rico, masschussetts. Patient visited on (B)(6) 2017 with pelvic pain for years, progressively worse since essure 2010, pain constant, no heavy bleeding; menses irregular; surgery scheduled . Essure removal on (B)(6) 2017 (bilateral salpingectomy). Post operative findings: chronic pelvic pain, left side ovarian pain. Abdominal omental adhesion to anterior abdominal wall, endometriosis. The entire essure device was inspected and noted to be intact. On (B)(6) 2020, painful periods for 2 years naproxen and ibuprofen did not help, discussed total abdominal hysterectomy due to previous 3 cesarean section and possibility of adhesions. Total hysterectomy on (B)(6) 2021. Post-op note: patient denies any complaints at this time. Pain is well-controlled. Tolerating per oral diet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.766 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2020: clinical history: acute pelvic inflammatory disease. Status post appendectomy. Technique: non-lv contrast imaging of the abdomen and pelvis was performed using standard technique, scanning from just above the dome of the diaphragm to the symphysis pubis. Unenhanced imaging is limited for the evaluation of some intra-abdominal and pelvic pathology. Comparison: (B)(6) 2019 result: abdomen / pelvis: liver: unremarkable. Biliary: no calcified gallstones. Spleen: no splenomegaly. Pancreas: unremarkable. Adrenals: no mass. Kidneys: faint punctate calcification mid right kidney probably no obstructing calculus. No focal mass in either kidney on noncontract study. Gl tract: stomach is unremarkable. No small bowel dilatation. Colonic residue without evidence for colitis. No mass or fluid collection right lower quadrant abdomen. Lymph nodes: no lymphadenopathy. Mesentery/peritoneum: no ascites or free intraperitoneal air. Retroperitoneum: no mass. Vasculature: aorta is normal in caliber.lower thorax: no abnormality. Pelvis: urinary bladder is unremarkable. 3.5 x 2.7 cm fluid attenuation structure posterior and to the right of the urinary bladder probably ovarian cyst.few mildly prominent vessels in pelvis but no inflammatory fat stranding to indicate acute process. Uterus is not enlarged. Fallopian tube contraceptive device. Bones/soft tissues: no acute abnormality. Small fat-containing umbilical hernia. Impression: probable ovarian cysts posterior and to the right of the urinary bladder. This can be further evaluated by ultrasound. No acute inflammatory process in abdomen or the pelvis. [Hysterosalpingogram] on (B)(6) 2011: essure confirmation test: result: bilateral occlusion [hysteroscopy] on (B)(6) 2010: insertion: about 3 coils in left side, right with 3 coils. [Laparoscopy] on (B)(6) 2017: findings: moderate omental adhesions to the anterior abdominal wall and to the right adnexa, which were carefully dissected. Millimeter size endometriosis implant nodule on mid isthmus of right fallopian tube. No other evidence of endometriosis. Otherwise, minimal pelvic adhesions. Normal liver edge, gallbladder and stomach visualized. No evidence of fitz-hugh-curtis syndrome. Otherwise normal-appearing uterus and bilateral fallopian tubes. Left ovary had a small simple cyst. Right ovary was normal in appearance. Procedure: at the cornual end, the tube was transected using the ligasure and pulled away from the cornual end, which exposed the essure device. In a serial fashion, the essure was grasped and fully removed from the cornua. This was inspected and all parts were identified and the essure was noted to be intact. This was removed from the left lower quadrant trocar intact. Attention was then turned to the right fallopian tube. Fallopian tube was grasped at the fimbriated end and the ligasure was used ina serial fashion to dissect the fallopian tube off of the right ovary and along the mesosalpinx until the cornual end was reached where it was transected using a ligasure. Again, the essure device was noted and grasped in a serial fashion and pulled from the cornu until the entire device was noted to be removed. The specimen of fallopian tube and the essure device were sent to pathology. The entire essure device was inspected and noted to be intact. The patient tolerated the procedure well. [Pathology test] on (B)(6) 2017: diagnosis:fallopian tubes, bilateral, salpingectomy. Fallopian tubes with para tubal cysts. Gross description: the specimen is received fresh labeled with the patients name and bilateral tubes and essure coils and consist of a 6.0 x 0.5 cm tan-pink, fimbriated fallopian tube with attached, exposed essure coils and two simple para tubal cysts, both measure ng 0.7 cm in greatest dimension. The entire essure device was inspected and noted to be intact. A definitive essure coil is not identified in the nonfabricated segment.; on (B)(6) 2021: findings: uterine size: 11weeksat the cornua area ensure coils visualized fibroids: no fibroids, uterus very soft consistency. At the level of right cornua coils from an old essure visualized, right ovary: cyst hemorrhagic present 2 cm was drained, hemostasis obtained with two figure of eight sutures on the ovarian tissue. Left ovary: normal. Right and left fallopian tube: normal and absent surgical other: patient had previous bilateral salpingectomy as method of contraception scar present on the anterior lower segment due to previous 3x c/s the segment was dissected sharp using metzenbaum scissors. Final diagnosis: uterus, total abdominal hysterectomy: cervix - mild acute and chronic cervicitis. Endometrium - early secretory phase (pod 1-2). Myometrium - adenomyosis, extensive. [Ultrasound scan] in february 2020: uterus measures 9.3x4.9x5.1m. No evidence for fibroids. Endometrial cavity thickness measures 8.7 mm. Right ovary measures 3.6 x 2.7 x 2.4 cm and demonstrated vascular flow. Small ovarian follicles are noted. Left ovary measures 2.8 x 1.4 x 1.5 cm and demonstrates vascular flow. Small ovarian follicles are present. No adnexal mass. Small amount of free fluid in cul-de-sac. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect the most recent follow-up information incorporated above includes data received on: 25-oct-2023: upon receipt of follow up this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2017-10068 ) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained.. New: new address of plaintiff added. Reporters added. Tests added. History added (mirena and oral contraceptive use, drug allergy, dizziness, hypertension, neck problems, shingles, urinary tract infections, endometriosis, adenomyosis, blood loss anemia, gestation diabetes mellitus, smoker, no alcohol, induced abortion, appendectomy, c-section, breast reduction surgery). Event uterine perforation specified to device expulsion. Event pelvic pain was upgraded to serious incident. Event autoimmune disorder was downgraded to non-serious incident. Events added: contraceptive device removal incomplete. Weight decreased. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("migration of essure device/at the level of right cornua coils from an old essure visualized") and pelvic pain ("pelvic pain") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("at the level of right cornua coils from an old essure visualized" from (B)(6) 2017 to (B)(6) 2021). The patient had a medical history of breast reduction in 2010 and blood loss anemia, adenomyosis, gestational diabetes mellitus, endometriosis, ovarian pain (left), recurrent urinary tract infection (e. Coli), shingles, parity 3, multi gravida (3), abstains from alcohol, induced abortion (3), multiple caesarean sections (3, possibility of adhesions), appendectomy, neck discomfort, hypertension (for years, on medication), drug allergy and dizziness. Previously administered products included: oral contraceptive nos for contraception and mirena. Past adverse reactions to the above products included: did not tolerate with oral contraceptive nos. The patient had a family history of diabetes mellitus. Concurrent conditions were listed as cigarette smoker (1 per day), post-traumatic stress disorder, major depressive disorder, hypothyroidism, arthralgia, psoriatic arthritis, chest wall mass, infection tuberculosis, hypersomnia, gerd, migraine, nausea, photophobia and chronic back pain. Concomitant products included fioricet (butalbital;caffeine;paracetamol) for migraine, antihypertensives for hypertension, depo provera (medroxyprogesterone acetate), imitrex [sumatriptan], propranolol, lidoderm (lidocaine) and flexeril [cefixime]. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), autoimmune disorder ("autoimmune diagnosed"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia) with regular cycle"), hypersensitivity ("hypersensitivity"), skin disorder ("skin condition"), rash ("rash condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen, motrin [ibuprofen] and naproxen as well as surgery (salpingectomy (bilateral) on (B)(6) 2017; hysterectomy (full) on (B)(6) 2021). On (B)(6) 2021, the device expulsion had resolved. At the time of the report, the outcomes for autoimmune disorder, abdominal pain, hypersensitivity, skin disorder, rash, psychological trauma, urinary tract infection, vaginal infection, migraine, headache, hormone level abnormal, alopecia, weight increased, back pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage were unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure administration. The reporter commented: plaintiff lived in (B)(6). Patient visited on (B)(6) 2017 with pelvic pain for years, progressively worse since essure 2010, pain constant, no heavy bleeding; menses irregular; surgery scheduled . Essure removal on (B)(6) 2017 (bilateral salpingectomy). Post operative findings: chronic pelvic pain, left side ovarian pain. Abdominal omental adhesion to anterior abdominal wall, endometriosis. The entire essure device was inspected and noted to be intact. On (B)(6) 2020, painful periods for 2 years naproxen and ibuprofen did not help, discussed total abdominal hysterectomy due to previous 3 cesarean section and possibility of adhesions. Total hysterectomy on (B)(6) 2021. Post-op note: patient denies any complaints at this time. Pain is well-controlled. Tolerating per oral diet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.766 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2020: clinical history: acute pelvic inflammatory disease. Status post appendectomy. Technique: non-lv contrast imaging of the abdomen and pelvis was performed using standard technique, scanning from just above the dome of the diaphragm to the symphysis pubis. Unenhanced imaging is limited for the evaluation of some intra-abdominal and pelvic pathology. Comparison: (B)(6) 2019. Result: abdomen/pelvis: liver: unremarkable. Biliary: no calcified gallstones. Spleen: no splenomegaly. Pancreas: unremarkable. Adrenals: no mass. Kidneys: faint punctate calcification mid right kidney probably no obstructing calculus. No focal mass in either kidney on noncontract study. Gl tract: stomach is unremarkable. No small bowel dilatation. Colonic residue without evidence for colitis. No mass or fluid collection right lower quadrant abdomen. Lymph nodes: no lymphadenopathy. Mesentery/peritoneum: no ascites or free intraperitoneal air. Retroperitoneum: no mass. Vasculature: aorta is normal in caliber. Lower thorax: no abnormality. Pelvis: urinary bladder is unremarkable. 3.5 x 2.7 cm fluid attenuation structure posterior and to the right of the urinary bladder probably ovarian cyst. Few mildly prominent vessels in pelvis but no inflammatory fat stranding to indicate acute process. Uterus is not enlarged. Fallopian tube contraceptive device. Bones/soft tissues: no acute abnormality. Small fat-containing umbilical hernia. Impression: probable ovarian cysts posterior and to the right of the urinary bladder. This can be further evaluated by ultrasound. No acute inflammatory process in abdomen or the pelvis. [Hysterosalpingogram] on (B)(6) 2011: essure confirmation test: result: bilateral occlusion. [Hysteroscopy] on (B)(6) 2010: insertion: about 3 coils in left side, right with 3 coils. [Laparoscopy] on (B)(6) 2017: findings: moderate omental adhesions to the anterior abdominal wall and to the right adnexa, which were carefully dissected. Millimeter size endometriosis implant nodule on mid isthmus of right fallopian tube. No other evidence of endometriosis. Otherwise, minimal pelvic adhesions. Normal liver edge, gallbladder and stomach visualized. No evidence of fitz-hugh-curtis syndrome. Otherwise normal-appearing uterus and bilateral fallopian tubes. Left ovary had a small simple cyst. Right ovary was normal in appearance. Procedure: at the cornual end, the tube was transected using the ligasure and pulled away from the cornual end, which exposed the essure device. In a serial fashion, the essure was grasped and fully removed from the cornua. This was inspected and all parts were identified and the essure was noted to be intact. This was removed from the left lower quadrant trocar intact. Attention was then turned to the right fallopian tube. Fallopian tube was grasped at the fimbriated end and the ligasure was used ina serial fashion to dissect the fallopian tube off of the right ovary and along the mesosalpinx until the cornual end was reached where it was transected using a ligasure. Again, the essure device was noted and grasped in a serial fashion and pulled from the cornu until the entire device was noted to be removed. The specimen of fallopian tube and the essure device were sent to pathology. The entire essure device was inspected and noted to be intact. The patient tolerated the procedure well. [Pathology test] on (B)(6) 2017: diagnosis:fallopian tubes, bilateral, salpingectomy. Fallopian tubes with para tubal cysts. Gross description: the specimen is received fresh labeled with the patients name and bilateral tubes and essure coils and consist of a 6.0 x 0.5 cm tan-pink, fimbriated fallopian tube with attached, exposed essure coils and two simple para tubal cysts, both measure ng 0.7 cm in greatest dimension. The entire essure device was inspected and noted to be intact. A definitive essure coil is not identified in the non-fabricated segment. On (B)(6) 2021: findings: uterine size: 11 week sat the cornua area ensure coils visualized. Fibroids: no fibroids, uterus very soft consistency. At the level of right cornua coils from an old essure visualized, right ovary: cyst hemorrhagic present 2 cm was drained, hemostasis obtained with two figure of eight sutures on the ovarian tissue. Left ovary: normal. Right and left fallopian tube: normal and absent surgical other: patient had previous bilateral salpingectomy as method of contraception scar present on the anterior lower segment due to previous 3x c/s the segment was dissected sharp using metzenbaum scissors. Final diagnosis: uterus, total abdominal hysterectomy: cervix - mild acute and chronic cervicitis. Endometrium - early secretory phase (pod 1-2). Myometrium - adenomyosis, extensive. [Ultrasound scan] in (B)(6) 2020: uterus measures 9.3x4.9x5.1m. No evidence for fibroids. Endometrial cavity thickness measures 8.7 mm. Right ovary measures 3.6 x 2.7 x 2.4 cm and demonstrated vascular flow. Small ovarian follicles are noted. Left ovary measures 2.8 x 1.4 x 1.5 cm and demonstrates vascular flow. Small ovarian follicles are present. No adnexal mass. Small amount of free fluid in cul-de-sac. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation- other / migration') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), skin disorder ("skin condition"), rash ("rash condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, autoimmune disorder, pelvic pain, abdominal pain, hypersensitivity, skin disorder, rash, psychological trauma, urinary tract infection, vaginal infection, migraine, headache, hormone level abnormal, alopecia, weight increased, back pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, psychological trauma, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: on unknown date essure confirmation test were performed. Plaintiffs received treatment for plaintiff fact sheet was received. Events added from pfs- pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash condition, skin condition, migration, perforation, migraine, headaches, hormonal changes, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: confirmation test. Not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, back pain, menorrhagia, dysmenorrhoea (cramping), dyspareunia,hypersensitivity, rash condition, skin condition, autoimmune disorder, psych injury, other, uti, vaginal infections, migraine, headaches, hormonal changes, hair loss, weight gain. Reporter information, date of birth were added. Event perforation other clubbed with event migration. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.